Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was investigated via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Returned product consisted of a ams inflatable penile prosthesis. There were no leaks observed however, the pump failed activation test. The reported fluid loss was not confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the reservoir migrated and fluid loss in system. The device was replaced and a new ipp was implanted. There were no adverse effects to the patient in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the reservoir migrated and fluid loss in system. The device was replaced and a new ipp was implanted. There were no adverse effects to the patient in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.